Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was also received with cracked case display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose value is unknown. The insulin pump was replaced and returned for analysis.